Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) lead channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) suggested in-clinic evaluations including isometrics. No adverse patient effects were reported. Currently, this ICD system remains in service.